Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump does not vibrate when they press act. Customer also states that there is a black circle on the insulin pumps screen and that the battery life is shorter than expected. The blood glucose reading is 100 mg/dl. Nothing further reported.